Event description:
During a shoulder arthroscopy and decompression procedure, it was reported that the surgeon was using the device and while burring metal shavings were noted in the joint space. A new shaver was opened and the metal shavings were cleared out. The issue created a 5 minute surgical delay, so the debris could be cleared from the patient.

Manufacturer narrative:
A review of the device history records were performed which confirmed no inconsistencies (method code 3317). The used burr was returned for evaluation. After evaluation a root cause could not be determined. A review of the device history records were performed which confirmed no inconsistencies. The company will continue to analyze additional complaints as they are reported. (B)(4).